Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the mildly calcified, 55% stenosed distal circumflex artery (cx). The physician attempted to place a 3.00 x 20 mm taxus express2 drug eluting stent but was unable to cross the lesion. The cx was then predilated with a 2.00 x 20 mm voyager balloon and the 3.00 x 20 taxus express2 drug eluting stent was again advanced to the cx lesion. The taxus stent was inflated to 13 atms for 20 seconds, after dialing down the indeflator restricted flow down the cx was seen and resistance was felt during withdrawal attempts. A 20cc syringe was then attached to the catheter hub to pull negative on the system, with complete deflation occurring after 1.5 to 2 minutes of deflation attempts. Removal of the catheter was again attempted and resistance was felt. The guide catheter tip moved into the circumflex artery releasing the balloon from the stent. The balloon was removed intact and no damage occurred to the circumflex artery. The taxus stent remains in good position. It was reported that the patient experienced chest pains during the procedure; no other patient complications were reported. Plavix and aspirin were prescribed as follow-up for the patient. The patient's status was reported as 'satisfactory/good'.